Event description:
It was reported that the ilet pump¿s touchscreen was cracked after the tubing caught and the device struck a table, rendering the screen unusable; the user had backup therapy available and continued cgm monitoring, and the device problem involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.